Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During deployment of the closure device, an effusion was noted. The closure device was successfully implanted. A pericardiocentesis was performed and a drain was placed in the right ventricle (rv). A perforation occurred after the first drain was placed so an additional pericardiocentesis was performed and the effusion was drained. The patient was sent to the operating room for rv repair and drain removal. The patient was admitted to the hospital.